Event description:
It was reported that the patient underwent a balloon ablation procedure in 2006. Approximately three days postoperative, the patient developed sweating, fever, myalgias, arthralgias, weakness, and hives. Pelvic exams were performed and no uterine tenderness or unusual discharge was noted. White blood cell counts were normal. The patient went to the emergency room as the hives intensified and was treated with a prednisolone dospak. No antibiotics were given. The patient had no pre-existing allergies and the symptoms are on-going.

Manufacturer narrative:
Conclusion: no apparent relationship between the use of the device and the development of symptoms similar to serum sickness can be identified. It is far more likely that this reaction is related to a common drug or skin contact associated with the procedure.